Event description:
A distributor reported that a customer's pump had a broken screen, rendering it unreadable and unresponsive. There was no information provided regarding any adverse impact on the customer's blood glucose level. The pump is expected to be returned for examination and a replacement pump is being provided.